Event description:
It was reported that 2 locking caps popped off 4 weeks post-operatively. A revision surgery was done to remove and replace the locking caps.

Manufacturer narrative:
Visual evaluation of the device revealed regions of wear and abrasion to the implant surfaces. It is possible the wear occurred during removal or while implanted. A functional evaluation was performed, and the device appeared to function as expected. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
Neither the device or any imaging was available for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that 2 locking caps popped off 4 weeks post-operatively. A revision surgery was done to remove and replace the locking caps.